Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 200s (mg/dl). A non-tandem pump was used to address bg levels. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to consult with health care provider to discuss infusion site rotation and pump settings.